Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date patient¿s symptoms began is unknown; however, the patient¿s complaint of numbness was reported during clinical visit on (B)(6) 2011. This report is for one, unknown medium 5mm prodisc-c device. Part and lot numbers were not provided by reporter. UDI # unknown part number, UDI is unavailable. Unknown if device is still implanted in patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID # (B)(6) presented increased numbness throughout the left shoulder and upper arm during a clinical study visit on (B)(6) 2011. This report is for one, unknown medium 5mm prodisc-c device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of increased numbness throughout the left shoulder and upper arm. There is no report that this event required intervention. There is not indication that there was implant involvement, or that the event was related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of increased numbness throughout the left shoulder and upper arm. There is no report that this event required intervention. There is not indication that there was implant involvement, or that the event was related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.